Event description:
It was reported, that the device had cracks on downstream occlusion seal, failed software upgrade, when upgrading to 4.03. Error message states, that the attached pump was incompatible with the selected firmware package and stuck on connect to computer screen. There was unknown, patient involvement. And unknown, patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair. It was reported that the device cracked downstream occlusion (dso) seal and was stuck on upgrade screen. Device was not serviced in the last 12 months. Visual and functional testing was performed. Verified cracked dso seal. The dso seal was replaced and device software upgraded. Device has since passed all functional and accuracy testing.